Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that for the past 3-4 weeks they have had return of pain to lower back, legs, and right buttock. The pain feels like electric shocks. Patient reported they've started to lose feeling in right leg as well. Patient stated they have scheduled an appointment with managing health care provider (hcp) this (B)(6) 2024 for device evaluation. Patient has already turned their therapy off, and stated they can already tell they were not in as much pain as when therapy is on. Patient reported having difficulty driving, getting out of bed, and sitting down. Agent suggested patient continue to leave therapy off until their appointment on (B)(6) .

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that they were experiencing shocking down their leg and the issue began about 3 weeks ago. The patient stated when they sit in a chair, they have to take their right cheek off the chair to stop the shocking sensations. The patient noted when they turned down their stimulation 2 weeks ago, they didn't feel their stimulation and then they started going to the bathroom again. The patient then said they wanted to raise their stimulation but raising it had caused the shocking sensation on their nerve and it was too strong. The agent reviewed stimulation considerations with the patient and the patient turned down the stimulation while on the call. The patient stated that they were seeing their gastroenterologist that afternoon.